Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received which indicated that the vns generator was replaced for prophylactic reasons and the lead due to a lead discontinuity. Review of manufacturing records confirmed that the lead model 302-20, sn (B)(4) passed all functional tests prior to distribution. Follow up with the physician found that the high impedance was discovered on (B)(6) 2013, during a regular visit. The patient had a growing number of seizures and had contacted the physician. The last normal impedance (lead impedance value approximately 4,500 ohms) was found on (B)(6) 2013. The device was not disabled at the time, based on the decision of both the physician and the patient's parents. The device was disabled the day before the procedure ((B)(6) 2013). X-rays were taken and did not show breaks or lead discontinuities per the physician. The x-rays cannot be sent to the manufacturer, per the physician. During the procedure a huge internal scar, also described as an adhesion, was found directly on the vagus nerve ¿ between the nerve and electrodes. This was the main cause of high impedance, per the physician. On (B)(6) 2013, the physician reported that the patient had more seizures. The explanted devices will not be returned.